Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. In addition we are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached over 500 mg/dl while wearing the pod for longer than 48 hours. Symptoms reported include hyperglycemia and vomiting. The patient reports as treatment they had drank water, test blood glucose and eat not carbohydrates. Once at the hospital the patient removed the pod and had discovered that the pods cannula had not deployed upon initial activation. The patient was diagnosed with severe dka and was treated with intravenous fluids as well as an insulin drip. The patient is currently still in the hospital at the time of the call.